Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap and the o-ring was missing from the cartridge in use. The customer removed the o-ring and loaded a new cartridge to address the event. There was no adverse impact to customer's blood glucose.